Event description:
The hospital reported they experienced a total loss of image during a procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.